Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the hcp stated patient wanted ins checked as it hasn't been checked in a while so they aren't sure if it's still functioning. No further complications were reported at this time.